Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarm during testing. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.